Manufacturer narrative:
Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: a01411002, lot# unknown, product type: recharger. Product ID: 37791, lot# unknown, product type: recharger. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that the patient had a problem with charging that started several months prior. He was having trouble with the charging system. It would not stay on the full charge; it would go to 0 boxes and then jump to the full amount of boxes. It was also noted that the patient had a broken recharger belt. It was not staying like it used to stay on. The problem started several months prior. The clip that held the belt broke 4-6 weeks ago. The patient was helped through doing an antenna locate (al) feature. The patient was getting 8 boxes and it was currently staying on 8 boxes. The wife of the patient held the antenna against the skin but it would still change boxes. The following day the patient seemed to be having trouble with his stimulator because it did not charge up right. A coupling problem was reported. The patient would get 8 coupling boxes and then all of the sudden it would go to 4, then 0 or 2 boxes even though the antenna was directly on the patient¿s skin and the wife holding the antenna in place and the patient was not moving at all during charging. Every other time he recharged, the implantable neurostimulator (ins) was getting turned off. He usually recharged weekly, and it generally took about 3.5 hours to recharge the ins under normal conditions. Lately it was taking a lot longer for a lot less charge. This had recently become a problem because he could not hold all 8 coupling boxes. The last time he looked at his recharger it showed him that his stimulation was not turned on and then he turned it back on again with the patient programmer (pp) and started to feel it again. It was noted the battery was not empty and he was not pressing any buttons on the implantable neurostimulator recharger (insr) except the green start charge button. This had happened several times in the last year. On the day of the report it should have only taken him an hour to charge but it took about 3.5 hours and the wife had to constantly move the antenna in order to maintain coupling. The patient was advised to see his managing healthcare provider (hcp). The patient requested a new belt, a spacer and a new antenna. No indication of patient harm. It was noted that the patient had surgery 4 weeks prior that was not related to his implant. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.